Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic with complaints of dyspnea and leg swelling. Upon interrogation, it was observed the qrs wave was wider than at implant. A chest x-ray was completed to reveal the left ventricular lead had moved positions. Surgical intervention was discussed but not yet scheduled. The patient was stable.